Event description:
It was reported that the asymptomatic patient presented to the emergency room with a device that was post sensed t-wave oversensing. The patient received inappropriate high voltage therapy. Reprogramming was recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.